Manufacturer narrative:
H6; the reported event, for breakage, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. H3 other text : device not received by stryker.

Event description:
It was reported that during a surgical procedure, a wire pass drill broke at the tip. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, a wire pass drill broke at the tip. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.